Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) assisted the customer with drawer and pocket recovery procedures. The system functioned as intended after the field service engineer assisted the customer to resolve the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie pocket lid was broken and unable to close properly, caused the entire drawer to fail. The customer attempted to recover the failed drawer; however, the recovery was unsuccessful and the issue persisted. The drawer remained unavailable for use and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.